Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test and displacement test. Pump rewinds properly during testing. No pump error alarm during rewind test. Thump software was utilized and downloaded trace/history files properly. In further analysis in the pump history found pump error 53 alarm (file number: 617, line number: 213) on (B)(6) 2026 at 20:04:18.000 and (B)(6) 2026 from 20:22:17.000 until 07:18:30.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked up button keypad overlay and pillowing keypad overlay. Customer alleged not confirmed for rewind may be slower than usual after pump error alarm however, pump error 53 alarm found in the pump history due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 06:18:09 (B)(4)_ver_bc: reservoir tubing/set/priming process troubleshooting customer reported receiving a rewind request after an alarm or being unable to exit load reservoir process. Customer completed rewind and load reservoir process successfully. On (B)(6) 2026 06:18:09 (B)(4)_ver_bc: pump error alarms customer reported receiving a pump error. Customer was able to clear the error and complete rewind if requested. Conducted fill cannula delivery test but delivery was not recorded in daily history.